Event description:
Event description boston scientific received information that during the implant of this ventricular lead, impedance measurements of 1800-2000 ohms were observed. The lead was successfully implanted and no adverse patient effects were reported.